Event description:
It was reported that the patient was seen by paramedics and was diagnosed with blood glucose (bg) values that dropped to 25 mg/dl. The patient had a seizure. For treatment, the patient was given dextrose. The pod was worn on the arm. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.